Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead had fractured. The rv lead was capped and replaced. Additionally, it was reported that when the physician was sewing up the pocket at the end of the rv lead revision procedure the physician damaged the left ventricular (lv) lead¿s insulation. The lv lead was then capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high rv bipolar impedance and threshold. The clinician called a company representative to find out how to resolve the issue and reprogramming of the lead was recommended. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient presented to the emergency department with dizziness and weakness. A bipolar lead impedance warning from approximately three months ago for high and undefined pacing impedance on the right ventricular (rv) lead was observed and it was noted that the rv lead is known to have chronically high lead trend measurement. It was also noted that the rv lead has already been reprogrammed and all detection turned off. The rv lead remains in use. No further patient complications have been reported as a result of this event.